Manufacturer narrative:
A1: patient identifier: requested, not provided due to data privacy. A2: age & date of birth: requested, not provided due to data privacy. A4: weight: requested, not provided due to data privacy. A5: ethnicity: requested, not provided due to data privacy. A6: race: requested, not provided due to data privacy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: following a pci with stent implantation via 6 french sheath right femoral artery puncture, the angio-seal was adequately prepared was use. There were no difficulties with arterial access, sheath, guidewire or catheter insertion; however, no groin angiography was performed. After inserting the sheath with the dilator, the anchor could not be released. The system was completely removed, and the puncture site was compressed manually (twenty minutes). No further complications occurred during or after the intervention or when closing the puncture site. There were no issues with insertion, deployment, or withdrawal of the device. The patient was in stable condition and was discharged as planned. The blood loss was less than 250cc. No equipment or other devices were used with the angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample includes the hemostasis sheath, carrier tube, and the header bag. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the distal tip of the assembly. Functional testing begins with setting the assembly to forward lock position, deploying the anchor. The assembly is reset to rear lock position, posting the anchor on the distal tip. The anchor is manually pulled, deploying the anchor, collagen and tamper tube. The returned sample was in used condition, with the anchor visible in the sheath and carrier tube assembly. The assembly was able to successfully deploy the anchor, collagen and tamper tube during functional testing. Therefore, the complaint can be confirmed for a device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. No action is recommended since this risk evaluation is within the predetermined limits.